Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, patient presented for filter removal, an unsuccessful attempt was made to snare the ivc filter. Subsequently, the cook filter retrieval sheath was then exchanged with 16 french sheath and attempts to free the ivc filter from the caval wall was also unsuccessful. Following month CT scan revealed that, interval proximal migration of the ivc filter to the level of the renal veins. Also, the filter hook was angulated towards the medial ivc wall and there was low-attenuation material surrounding it, may represent thrombus. Therefore, the investigation is confirmed for the filter retrieval difficulties and filter migration. However, the investigation is inconclusive for the filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and placed before hysterectomy. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, patient presented for filter removal, an unsuccessful attempt was made to snare the ivc filter. Subsequently, the cook filter retrieval sheath was then exchanged with 16 french sheath and attempts to free the ivc filter from the caval wall was also unsuccessful. Following month CT scan revealed that, interval proximal migration of the ivc filter to the level of the renal veins. Also, the filter hook was angulated towards the medial ivc wall and there was low-attenuation material surrounding it, may represent thrombus. Therefore, the investigation is confirmed for the filter retrieval difficulties and filter migration. However, the investigation is inconclusive for the filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and placed before hysterectomy. At some time post filter deployment, it was alleged that the filter tilted, migrated proximal, and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.